Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. The t:slim pump user guide states: amusement park rides very powerful electromagnets are sometimes used on ¿free-fall¿ or thrill rides. Remove your t:slim pump and do not take it on these types of rides. Also, on high-speed/high-gravity roller coasters, you should disconnect (not stop or suspend) your pump as well. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. There was no impact to the customer's blood glucose level. The customer stated that x-rays were done a few weeks ago and had recently gone to an amusement park wearing the pump on both occasions. It was indicated that the customer would consult with health care provider regarding alternate insulin therapy.